Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the likely cause of the event is due to a slight anterior shift of the lens in the left eye. The intraocular lens is implanted.

Event description:
Bausch + lomb received a telephone communication from a consumer who underwent implantation of the crystalens intraocular lens in both eyes. At one week postoperatively, the patient reports experiencing blurred vision at approximately four feet in the left eye. Additional information was received from the surgeon who reports residual myopia and astigmatism in the left eye. A refractive surgery is planned.